Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "patient who requires passage of a central venous catheter, when advancing the metal guide, it bends inside the vessel. New guide required, removed from glass". The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one photo of the sample. Visual inspection of the photo confirmed multiple bends and kinks in the guide wire body. Complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The complaint of a kinked guide wire was confirmed by the customer photo. The photo revealed multiple kinks and bends in the guide wire body. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "patient who requires passage of a central venous catheter, when advancing the metal guide, it bends inside the vessel. New guide re quired, removed from glass". The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed multiple kinks in the body. Microscopic examination confirmed both welds were present and fully spherical. The kinks in the swg body were measured at 188 mm, 351 mm, 410 mm, and 501 mm from the proximal weld. The total length of the swg measured 599 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.807 mm which is within specifications of 0.788-0.826 mm per swg graphic. The undamaged portions of the swg were passed through a lab inventory 18 ga introducer needle and ars. The swg passed through all both with minimal resistance. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample and the customer photo. The returned guide wire contained multiple kinks in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "patient who requires passage of a central venous catheter, when advancing the metal guide, it bends inside the vessel. New guide required, removed from glass". The patient's condition is reported as fine.